Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. Precision results passed. The fse checked and adjusted the gear pump and adjusted the washing of the sample probe. Qc was acceptable. Although the cause of the event could not be determined, the service actions appear to have resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient cerebrospinal fluid (csf) sample tested for glucose hk (gluc3) on a cobas 6000 c (501) module. The initial result was 4 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. The customer ran a different sample tube from the patient collected at the same time and the result was 58 mg/dl. The customer repeated the sample from the original tube and the result was 58 mg/dl. The repeat result was believed to be correct. The gluc3 reagent lot number was 58644201 with an expiration date of 31-jan-2023.